Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they had "trouble with poor vacuum in cortex mode". Event details and patient involvement are unknown.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was able to confirm the system message reported (occurring once), in the event log. The company service representative was not able to replicate the reported events. The system was then tested and met all product specifications. The system was manufactured on december 22, 2014. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).